Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e0747 sore throat - additional.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that/ hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the pediatric patient had a sensor error on the cgm for over 10 hours. The patient was vomiting frequently. They were not checking finger sticks during the duration of the sensor error. The patient's parent brought the patient to the hospital for evalution. At the hospital, the patient's bg was 598 mg/dl and was treated with insulin. Additionally, the patient was treated with pain medication for pain in the patient's throat. The patient went home the same day. At the time of the report, the patient was at home recovering. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.